Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that the acid and bicarb pumps on a 2008t machine were yellowish and had several blackened shorted areas. Upon follow-up with the biomedical technician (biomed), it was reported that there was no burning smell, melting, smoke, spark, or flame, only that when inspected, the bicarb pump and acid pump cables appeared to be discolored and burned. The issue was noticed during machine repair. The machine hours could not be provided. The acid pump and bicarb pumps/cables are the original fresenius parts. The biomed confirmed a patient was not connected to the machine at the time of the incidents and there was no harm to any patients or individuals because of the malfunction. The biomed stated that the acid pump and bicarb pumps were replaced and the machine is back in service without reoccurrence of the reported event. It was reported that the damaged parts are not available to be returned to the manufacturer for evaluation because they were discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.